Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files containing an image was returned and analyzed. The returned image showed a foreign material exiting the pfa catheter tip and surrounding the guide wire. In conclusion, the reported foreign material was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, resistance was felt on the wire while moving from the right middle pulmonary vein (rmpv) to the right inferior pulmonary vein (ripv). The fellow and attending physician were unable to advance or retract the wire in the catheter lumen. Upon removal from the patient, a white/bloody foreign object was noted on the wire and coming out of the lumen of the catheter. Part of the foreign body fell off the wire after the procedure when the physician examined the catheter and wire. The product was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.